Event description:
It was observed that during the device evaluation, the duodenovideoscope adhesive on the lens had flaked off. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.